Event description:
Patient reported he has had increased blood glucose readings up to 330 mg/dl for a week. Patient stated on (B)(6) 2010, he had a blood glucose reading of 140 mg/dl at 8 am, ate, and administered 3.0 units of insulin via the infusion device. Patient reported that by 12 pm, his blood glucose was 300 mg/dl at which time, he changed the infusion set, the infusion adapter, the insulin cartridge and the battery to the infusion device. Patient stated he ate, and then administered 7.0 units of insulin via the infusion device. Patient reported at 3:15 pm, his blood glucose was 330 mg/dl. Patient stated he thinks the infusion device is not delivering enough insulin. Patient's normal blood glucose is 120 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.